Event description:
On (B)(6) 2012, the patient contacted animas and stated the insulin was not coming out at the end of tubing when she was using the audio bolus. It was noted there was a bolus recorded in the pump history. Customer support (cs) reviewed the pump with patient and the patient confirmed that a normal bolus was successfully performed on the pump and that the patient stated she was able to see insulin coming out of the tubing. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that she did not see insulin coming out of the tubing when using the audio bolus.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/09/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the black box history verified three normal boluses were delivered on (B)(6) 2012 and the required amounts were correctly delivered with each bolus. Evaluation of the pump's history revealed the advance setting audio bolus enable was set to off. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad during the investigation.